Event description:
An international health professional reported a patient went into anaphylactic shock just after a laryngoscopy. The laryngoscope was disinfected with disopa solution. Multiple follow up attempts to gather further information about the status and treatment of the patient have been unsuccessful. Asp will continue to follow up and should additional information be received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma). The batch record was not reviewed as the lot number was not available. Supplier evaluation was not required or performed as the issue was not related to product function or manufacturing. The trend for the product malfunction code of anaphylactic reaction was assessed from june 2014 through may 2015 and did not reveal a significant trend. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The shuma indicates the risk is "as low as reasonably practicable." Retain testing was not performed as the lot number is unknown and the issue was not related to product function or manufacturing. Assignable cause is identified to be user error. The facility reported the laryngoscope used in the procedure was disinfected with disopa and then manually rinsed with water for 15 seconds. However, the instructions for use (IFU) specifically instruct that after disinfection devices are to be rinsed by immersing in two gallons of water and manually flushing all lumens with large volumes of water for a total of three rinses. A customer letter was sent to the affiliate to send to the health care facility. Review of tracking and trending data did not reveal a trend. No further investigation is necessary at this time.